Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical continuity test results were passed, visually and electrically. Products: 5076-52 implantable pacing lead 2008 (B)(6).(B)(4).

Event description:
It was reported that upon interrogation the right ventricular (rv) lead exhibited high thresholds that had persisted for over a year. The lead was explanted and replaced. No patient complications have been reported as a result of this event.